Event description:
A potential product issue has been reported with our coherence therapist v2.1.24 workspace. In the abundance of caution, this issue is being reported. The customer reported an issue with our coherence therapist v2.1.24 workspace product where a field note was truncated in treatment delivery. This caused the customer to almost treat a location .9cm off the planned treatment location. Preliminary risk analysis is pending. Root cause is pending investigation. Final corrective action is pending.